Manufacturer narrative:
Received one used. List #z0792, 8" (20cm) appx 0.48ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer; lot #9285958. Fluid flow occlusion was confirmed in the returned used z0792 extension set assembly; however, no leakage was observed. The probable cause of the occluded flow is a filter clog. The dfu states: a filter that clogs during infusion should be replaced. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The customer returned 4 used devices for investigation. Fluid flow occlusions were confirmed in all four of the returned used z0792 extension set assemblies, however, no leakage was observed. This captures 4 of 4 devices.